Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. 5. Precautions ¿ juvéderm® ultra xc is packaged for single-patient use. Do not resterilize. Do not use if package is opened or damaged. ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. 8. Instructions for use b. Health care professional instructions 9. If the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle.

Event description:
Healthcare professional reports that during injection with one syringe of juvéderm® ultra xc there was a needle disengagement and the product "exploded on the patient's face." The doctor completed half of the injection procedure, and the event happened while the doctor was switching the side of the face being injected. No injury was reported. The allergan packaged needle and this was confirmed the initial use of the syringe.

Manufacturer narrative:
1 empty syringe of 1.0ml received in an opened tray with cap and with one needle. No defect observed.

Event description:
Healthcare professional reports that during injection with one syringe of juvederm ultra xc there was a needle disengagement and the product "exploded on the patient's face." The doctor completed half of the injection procedure, and the event happened while the doctor was switching the side of the face being injected. No injury was reported. The allergan packaged needle and this was confirmed the initial use of the syringe.